Manufacturer narrative:
The clinical application specialist (cas) stated that they would be completing a ¿refresher training for the control points.¿ the company service representative examined the system and was unable to find anything wrong with the system or that could have attributed to the reported issue.¿ the cas and the company service representative examined the images captured for this patient. Both professionals agreed that the event was attributed to the optical coherence tomography (oct) control point placement completed by the surgeon, (which were pulled down, beyond the recommended parameters). The company service representative has provided information which states this event has not reoccurred with this facility since the refresher was provided. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect placement of the oct control points. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, following the laser portion of laser assisted cataract surgery; the surgeon went to the phaco portion of the treatment and the capsular bag broke. The surgeon felt the laser system was pulled too low and might have contributed to the capsule break. A sulcus lens was placed in the eye and the patient is doing well post operatively.